Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering micro boluses even though she was already hitting low. The customer¿s blood glucose value at time of incident was 140 mg/dl. The customer also reported that they assisted with troubleshooting for auto mode. The insulin pump will not be returned for analysis.